Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02368. It was reported during a trial implant procedure on (B)(6) 2019, that the physician was unable to implant trial lead due to curvature in patient's spine. As a result, the procedure was abandoned. The patient experienced no side effects.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.